Manufacturer narrative:
Results: (other)- a visual inspection of the returned product shows one haptic is torn off and is stuck in the cartridge. The lens optic has a piece torn off and missing and several tears in it. Clear surgical residue on the lens. No visible damage to the cartridge which has clear surgical residue on it. It should be noted that the injector was not returned. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting an aspheric collamer lens model cq2015a, and the trailing haptic got stuck in the tip of the cartridge and tore off. No pt injury.